Event description:
During procedure, with bipolar set at 45, current from bipolar apparently ran from pt's left hand to pt's right hand and pt complained of shock. Pt did not lose consciousness and was alert and talking after event. Unit underwent extensive testing and source of the problem could not be found. Unit was old and it was decided to remove it from service completely.